Event description:
The customer reported that the left monitor was black. This issue will cause the system to be unusable due to a loss of the live image. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video signal cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.